Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of the atrial signal on the ventricular channel. Both atrial and ventricular leads were found to be dislodged. The leads were explanted and replaced. The patient condition was good after the event.